Event description:
A report was received that the dbs clinical patient experienced a severe infection at the ipg pocket site. The patient was admitted, underwent an ipg explant procedure, and was treated with medication. The physician assessed that the event was probably related to procedure and hardware. The event is resolving.

Manufacturer narrative:
Additional information was received that the patient experienced fluid accumulation around the ipg three months after the ipg implant procedure there were no other signs of infection. The patient was administered antibiotics and the lead extension was also explanted. Additional suspect medical device component involved in the event: product family: n/k, upn: (lead extension), model: n/k, serial: n/k, batch: n/k.

Manufacturer narrative:
Additional information was received that on (B)(6) 2019 the patient was admitted to the hospital due to a local infection at the ipg implant site. The patient was treated with medication and discharged on (B)(6) 2019. On (B)(6) 2019 the patient was again admitted due to a severe ipg pocket infection and underwent the explant procedure on (B)(6) 2019. Additional suspect medical device components involved in the event: product family: n/k, upn: (2nd lead extension), model: n/k, serial: n/k, batch: n/k.

Event description:
A report was received that the dbs clinical patient experienced a severe infection at the ipg pocket site. The patient was admitted, underwent an ipg explant procedure, and was treated with medication. The physician assessed that the event was probably related to procedure and hardware. The event is resolving.

Manufacturer narrative:
(B)(6). Explant date: between (B)(6) 2019. The explanted device has not been returned to bsn. As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event, there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the dbs clinical patient experienced a severe infection at the ipg pocket site. The patient was admitted, underwent an ipg explant procedure, and was treated with medication. The physician assessed that the event was probably related to procedure and hardware. The event is resolving.